Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to remaining implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 650-1055, cer bioloxd option hd 28 mm, 460910. The 192510, echo por fem red lat nc 10x130, 433550. 650-1065, cer option type 1 tpr sleve -3, 164940. Us157852, m2a-magnum pf cup 52odx46id, 519160. Report source, consumer - attorney. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08299.

Event description:
It was reported that patient underwent a closed reduction after dislocation 1 year post operation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.